Event description:
It was reported that on day 6 post insertion of the 1104bt catheter, the monitor read "check catheter connection". The red depth indicator was also above the strain relief sheath. Patient monitoring was discontinued due to probe migration. There was no patient injury or death alleged. The event did not lead to increase in surgery time. The monitor and cable were subsequently checked using a demo catheter and it showed expected screen display. After going through all the trouble check points by the distributor, it was determined that besides being out of the correct place (red mark out of the range space), the catheter was broken and has been implanted for more than 5 days. It was noted that the "patient was sedated for 6 days and they started waking him up. The patient was very unquiet with sudden movements". The distributor has disconnected the pac 1 cable and connected another one, changed cam monitors, and finally used a demo catheter which was working perfectly. Additional information has been requested.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.